Event description:
This is filed to report the clip caught in chordae and tissue damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation grade 4. One clip was successfully implanted on the central part of mitral valve. It was decided to implant a second clip lateral to the first clip. During preparation of the second clip (20222r391), the gripper with tactile marker did not lower in the locked and unlocked position. It was decided not to use the clip. The clip did not come in contact with the patient and was exchanged. The new xtw clip (20419r152) was advanced in the patient however, the clip got caught in the chordae. The clip was freed and was able to be moved to left atrium but with small chordal rupture. The clip was re-positioned and implanted lateral to the first implanted clip. Another clip was advanced in the patient and the leaflets were grasped but the gradient increased to 6 mmhg. The clip was removed with no issues reported and the gradient returned to baseline. The procedure was complete with a final mr reduced to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficult to remove from the anatomy cannot be determined. The reported unspecified tissue injury (chordal rupture) appears to be related to procedural conditions associated with the clip being difficult to remove from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a